Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was getting pca with electrical damage. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation multiple errors were observed. The third-party service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.